Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issues. After powering on the unit with a good known test patient circuit, the unit immediately displayed "disc/sense" and "low pres" alarms. The alarm was visual as well as audible. Internal inspection revealed exposed orange, black and red wire¿s from the 5-wire connector of the turbine that connects to j2 of the motor board. The exposed wire was sitting on top of the manifold spacer bracket. Carefusion replaced the turbine to correct the reported issue.

Event description:
It was reported by the customer that while on a patient, the ventilator was alarming "low pressure" and "disconnect sense" while on a patient and stopped ventilating. The patient was removed from the ventilator and manually ventilated until an alternate ventilator was available. There was no patient harm associated with this complaint.